Event description:
Info received via a clinical study report indicates the pt was implanted with bilateral deep brain stimulation leads and pulse generator in 2006. The pt recovered and all wounds (chest and scalp) healed well. The pt returned for a follow up visit the following month, and had a tiny amount of drainage to the right edge of the scalp wound. The surgeon examined the wound and a cleansing regimen was recommended along with an oral antibiotic (augmentin) twice a day for 10 days. This initially helped, but a month later the pt reported the small area of concern was larger and swollen. The pt was examined and the scalp wound was found to be infected. The pt was admitted to the hospital 34 days later. The pt will undergo exploratory surgery and will undergo either debridement of the frontal scalp wound or removal of the entire device if necessary. Concomitant medications taken at the time of the adverse event include: sinemet, entacapone, amanatadine, zoloft, hdroclorothiazide, and asa. Thirteen days later, add'l info received via va clinical study report indicates the pt is now presenting with increased rigidity due to undermedication since explant of the dbs system. Since being discharged from the hospital the pt has removed some medications (including long acting sinemet and comtan) and has increased short acting sinemet (to about every three hrs). This medicine regimen is at odds with the discharge summary from the hospital. The pt's rigidity has increased over the last few days until finally the pt became so rigid he could not walk. The hcp reports the pt has no evidence of active infection, no fever, and surgical site is clean. The main issue will be to adjust the oral medication to match the pt's narrow therapeutic window. The pt was examined and treated with full medication as recommended in hospital discharge instructions. The pt is to continue antibiotics and will have replacement of dbs in the near future. The pt recovered well and was discharged home.